Event description:
It was reported that the patient experienced diaphragmatic stimulation. The pacing configuration was adjusted to bipolar, but that did not resolve the problem.

Manufacturer narrative:
Na